Event description:
Patient's relative reported left side rupture and the patient needs to have surgery to have the defective implant removed. Healthcare professional later reported epipectoral cosmetic implant showing some capsular folds, the left with a linguine sign. Healthcare professional additionally report capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: a3b, b5, b6, e1, g2, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's relative reported rupture and the patient needs to have surgery to have the defective implant removed. Later, hcp reported epipectoral cosmetic implant showing some capsular folds, the left with a linguine sign. This record is for left side. Device remains implanted.